Manufacturer narrative:
(B)(4).

Event description:
It was reported that a perforation occured two days after the right ventricular lead was implanted.. The lead was repositioned. The patient was in good condition after the procedure.